Event description:
It is reported that a customer experienced low and high blood glucose ranging from 37 mg/dl to 557 mg/dl. It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer was sent new reservoir and infusion sets. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.